Manufacturer narrative:
Corrected data: see brand name; common device name; concomitant medical products. Manufacturer narrative: the reason for this revision surgery was due to loosening. The previous surgery and the revision detailed in this investigation occurred over 14 years and 10 months apart. The healthcare professional indicated there was no significant adverse event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The part associated with this investigation was not returned to djo surgical for review. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device and its applicable concomitant device were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on- going issues that are in need of review. The root cause of this complaint was a revision surgery due to loosening. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's event. There was no information submitted with this complaint about any patient activities, accidents or medical contraindications that may have contributed to the event. It seems that the event may possibly occurred due to loose joint from degenerative tissues, excessive range of motion, patient bone deterioration, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any patient activities that may have contributed to the event and hence a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - patient presented with pain due to femoral component loosening.

Manufacturer narrative:
Corrected data.

Event description:
Revision surgery - patient presented with pain due to femoral component loosening.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as loosening. The previous surgery and the revision detailed in this investigation occurred over 14 years and 10 months apart. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the products that may have contributed to the event. The device and its applicable concomitant device were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported devices showed no present trends or on- going issues that are in need of review. The root cause of this complaint was a revision surgery due to loosening. There were no findings during this investigation that indicate the reported devices were the source or had a direct connection with the patient's event. Agent has clearly mentioned that, "patient was presented with pain due to femoral component loosening". It seems that the event may possibly occurred due to loose joint from degenerative tissues, excessive range of motion, patient bone deterioration, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any patient activities that may have contributed to the event and hence a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.